Event description:
Following an atrial fibrillation ablation procedure, a pericardial effusion occurred. Several hours after the completion of the ablation procedure, the patient became hypotensive and short of breath. An echocardiogram revealed a cardiac tamponade, for which a pericardiocentesis was performed and the patient was transferred to ICU. Serial echocardiograms confirmed the resolution of the pericardial effusion. The patient also developed a pleural effusion while hospitalized and was treated with diuretics. Further information has been requested but not yet received.

Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. Review of the log files revealed the device functioned as intended and there were no contributing anomalies. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with sjm specifications and procedures. The cause of the reported pericardial effusion may have been procedure related. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
Additional information received indicates the pericardial drain remained in place for 24 hours and the patient was hospitalized for six nights prior to discharge. There were no performance issues with any sjm device during the procedure.